Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Customer¿s blood glucose (bg) ranged 50-300 mg/dl. Bg was addressed with the customer eating or drinking. Reportedly, the customer reverted to manual injections for alternate insulin therapy.